Manufacturer narrative:
Device was returned to manufacturer for evaluation. A visual macroscopic examination was performed by a product engineer that revealed that the t20 sheared at the interface with setscrew. Recommend torque of 60 in-lbs was most likely exceeded.

Event description:
It was reported that the instrument tip broke during surgery. The tip was able to be retrieved. No patient complications reported.